Event description:
It was a severe correction, upwards of 90 degrees. Challenging case, with 2 surgeons operating bilateral simultaneously. As a result, the fixed trajectory of the locking screws was not adequate to avoid the joint space and get good purchase. Dr. Freehand drilled for the distal screws without a locking tower. Rep reminded him they aren't variable angle, but dr felt comfortable with the ability to cross-thread/cold weld the screw . <2 weeks after surgery patient came back with screw backing out on both sides.